Event description:
While the surgeon was attempting to extract a stem, the hook broke off the adapter. There was no adverse consequence for the patient.

Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to misuse of the device. Further, the device was not designed to remove competitor's devices.